Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure for a femoral diaphyseal fracture on (B)(6) 2017, surgeon could not attach the 10mm end cap to the a2fn nail. A second 10mm end cap was attempted without success. Surgeon tested a 5mm end cap. The test was successful but the actual insertion was not. Surgeon then opted to use another 10mm end cap and affix it to the acceptable position. Surgery was completed with a delay of approximately 15 minutes. No adverse consequence to the patient was reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device part number: 04.009.002s; synthes lot number: l492179. Release to warehouse date: 28.jul.2017 expiry date: 01.jul.2027. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. X-ray review did show that the end cap shown was not directly connected to the nail. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.